Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and a large posterior prolapse. A mitraclip xtw was successfully implanted without issue. The procedure was completed with one clip implanted. On (B)(6) 2023, echocardiography showed the implanted clip had partially detached from the posterior leaflet, causing mr to increase to a grade of 4. Therefore, an second mitraclip procedure was performed. Two clips were implanted to stabilize the first clip, reducing mr to a grade of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) appears to be due to patient conditions (large prolapse). Mitral valve insufficiency/ regurgitation (mr) appears to be due to the partial clip movement (migration). Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.